Event description:
Deflation right saline. A 34 yr old female status post bilateral capsule/removal & submuscular texture saline replacement 4/6/93, presented with right deflation and trauma. Pt with persistent fibromyaliga symptoms.